Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process.

Event description:
The customer observed multiple (B)(6) results while using architect havab-igg reagents. The following data was provided. (B)(6). Per the product package insert, result less than (B)(6) are interpreted as (B)(6) and greater than or equal to (B)(6) are interpreted as (B)(6). The customer uses gray zone (B)(6) and retests all specimens in this zone. No impact to patient management was reported.

Manufacturer narrative:
The issue was reported under a different MDR number, 3002809144-2018-00518. All further information will be documented under this MDR number.